Manufacturer narrative:
Weight and ethnicity: unknown; requested but not provided. Date of event: unknown, not provided, but the best estimate date is between oct 8, 2009 and aug 8, 2022. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. The search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient required an explant of the intraocular lens (iol) from their left eye (os) in a secondary surgery. The reason for the explant was not specified and the patient outcome was not provided. No further information available.

Manufacturer narrative:
Additional information was received with the product return. The intraocular lens (iol) was explanted due to displacement. The following sections have been updated accordingly: section h6: health effect - clinical code: 4581 device decentered or dislocated or tilted. Subluxated or wrong position : device dislocation. Section h6: medical device problem code: 2923 instability of device after implantation. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 9/13/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: . The complaint lens was received inside of a different serial numbers lens case and folding carton (sn:(B)(6). Visual inspection under magnification revealed that the complaint lens was received cut in half and with both haptics bent. The lens was cleaned and no further issues could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.